Event description:
The lab manager reported a user of a sysmex sp-1000i (slide preparer-stainer) component of the sysmex xe-5000 alpha-n became light-headed while performing the routine daily cleaning of the slide cassettes with methanol. The user felt faint and reported difficulty with reading, so he stopped working with the cassettes and had a coworker relieve him. He stated the incident occurred at 01:30 am, and reported it to the lab manager at 05:30 am. The user went to the emergency dept at 07:00 am, and was hospitalized for one day and released. No lingering affects were reported.

Manufacturer narrative:
Methanol is not manufactured or distributed by sysmex, but is used to clean the cassettes used on the sp-1000i. The msds for methanol indicates the potential toxic health effects of inhalation and describes the methods of personal protection and exposure control to prevent exposure to these health hazards. During f/u on (B)(4) 2012, with the laboratory mgr, she reported that the user involved in the incident was hospitalized for one day, did not suffer any lingering affects and is back to work. Although the lab mgr did not describe the method in which the user was exposed to the methanol, she reported they have since changed their policy for cleaning cassettes to include using a face shield and butyl gloves, and to use a sink in a ventilated hood. No similar incidents have occurred since this change to their procedure.